Manufacturer narrative:
No patient information available at time of filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The seals were replaced to resolve the reported issue.

Event description:
The hospital reported a leak in excess of 4.5 lpm which could cause a loss of mechanical ventilation. There was no report of patient injury.